Manufacturer narrative:
Product event summary: analysis found that the analyzer screw was lodged but able to be removed. The analyzer would not communicate with the programmer and it failed most functional tests.

Event description:
It was reported the screw could not be retracted to check the analyzer. The analyzer is not connected. The analyzer was turned on to do a case/check/test and unable to fix. It was also reported the lid to keyboard needs to be repair. The analyzer and programmer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer; product ID 2067l rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.